Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient has called to report that he does not believe that his pump is delivering insulin as he keeps having unexpected high blood glucose readings. He has noticed that the piston rod is making a strange sound when delivering boluses. No adverse event alleged. A request was made for the return of the device.